Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No motor error alarm was noted during bolus delivery. The motor passed motor test. The pump had a scratched display window, cracked display window, cracked case at display window corner and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a motor error from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer treated with a manual injection. The customer stated that the motor error alarm occurred during bolus. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer stated that the motor error occurred more than once in the last 30 days. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.